Manufacturer narrative:
D3: manufacturer name, manufacturer address 1, manufacturer address 2, manufacturer city, manufacturer state, manufacturer zip/postal code- updated. D4: lot number, expiration date, unique identifier (UDI) # - updated. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that, a patient developed a right sided puncture site subcutaneous hematoma one day post index procedure. The event was assessed by the clinical investigator as non-serious and causally related to the study procedure, with no relationship to any study or non-study devices, medications, or other procedures. The patient was hospitalized from (B)(6) 2025 to (B)(6) 2025. Corrective measures implemented on (B)(6) 2025 included lower limb vascular ultrasound evaluation and localized compression bandaging. No invasive intervention was required. Diagnostic ultrasounds were performed on (B)(6) 2025. No further patient complications were reported. It was further reported that on (B)(6) 2025, the patient underwent an index ablation procedure while presenting with sinus rhythm and a heart rate of 61 bpm. The procedure targeted all four pulmonary veins: right superior (rspv), right inferior (ripv), left superior (lspv), and left inferior (lipv) as well as the superior vena cava. Following the procedure, a corrective action was performed on (B)(6) 2025, in response to an adverse event. The corrective measures included conducting lower extremity vascular ultrasonography and applying local compression bandaging, with no invasive intervention required. The reported event appears to have occurred during the study procedure, which was an ablation (index) procedure. Corrective measures included lower extremity vascular ultrasonography and local compression bandaging.

Manufacturer narrative:
B5: describe event or problem: updated. Device technical analysis: the device was not returned; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the faradrive device confirmed that the event of hematoma is an event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the information provided, the reported event of hematoma is a known inherent risk of the faradrive device. Hematoma is an expected procedural complication addressed within the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that, a patient developed a right sided puncture site subcutaneous hematoma one day post index procedure. The event was assessed by the clinical investigator as non serious and causally related to the study procedure, with no relationship to any study or non study devices, medications, or other procedures. The patient was hospitalized from (B)(6) 2025. Corrective measures implemented on (B)(6) 2025 included lower limb vascular ultrasound evaluation and localized compression bandaging. No invasive intervention was required. Diagnostic ultrasounds were performed on (B)(6) 2025. No further patient complications were reported. It was further reported that on (B)(6) 2025, the patient underwent an index ablation procedure while presenting with sinus rhythm and a heart rate of 61 bpm. The procedure targeted all four pulmonary veins: right superior (rspv), right inferior (ripv), left superior (lspv), and left inferior (lipv) as well as the superior vena cava. Following the procedure, a corrective action was performed on (B)(6) 2025, in response to an adverse event. The corrective measures included conducting lower extremity vascular ultrasonography and applying local compression bandaging, with no invasive intervention required. The reported event appears to have occurred during the study procedure, which was an ablation (index) procedure. Corrective measures included lower extremity vascular ultrasonography and local compression bandaging. It was further reported that the procedure was targeted in the right atrium, specifically the superior vena cava. The study downgraded their assessment of the relationship of this event to the device to not related per their review.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that, a patient developed a right sided puncture site subcutaneous hematoma one day post index procedure. The event was assessed by the clinical investigator as non-serious and causally related to the study procedure, with no relationship to any study or non-study devices, medications, or other procedures. The patient was hospitalized from (B)(6) 2025. Corrective measures implemented on (B)(6) 2025 included lower limb vascular ultrasound evaluation and localized compression bandaging. No invasive intervention was required. Diagnostic ultrasounds were performed on (B)(6) 2025. No further patient complications were reported.

Event description:
It was reported that, a patient developed a right sided puncture site subcutaneous hematoma one day post index procedure. The event was assessed by the clinical investigator as non serious and causally related to the study procedure, with no relationship to any study or non study devices, medications, or other procedures. The patient was hospitalized from (B)(6) 2025 to (B)(6) 2025. Corrective measures implemented on (B)(6) 2025 included lower limb vascular ultrasound evaluation and localized compression bandaging. No invasive intervention was required. Diagnostic ultrasounds were performed on (B)(6) 2025. No further patient complications were reported. It was further reported that on (B)(6) 2025, the patient underwent an index ablation procedure while presenting with sinus rhythm and a heart rate of 61 bpm. The procedure targeted all four pulmonary veins: right superior (rspv), right inferior (ripv), left superior (lspv), and left inferior (lipv) as well as the superior vena cava. Following the procedure, a corrective action was performed on (B)(6) 2025, in response to an adverse event. The corrective measures included conducting lower extremity vascular ultrasonography and applying local compression bandaging, with no invasive intervention required. The reported event appears to have occurred during the study procedure, which was an ablation (index) procedure. Corrective measures included lower extremity vascular ultrasonography and local compression bandaging.

Manufacturer narrative:
B5: describe event or problem - updated. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.